Event description:
It was reported that the user¿s ilet entered bg run mode when the dexcom g7 continuous glucose monitor could not be paired, generating multiple pairing failure alerts and brief sensor issue notifications; the user did not enter blood glucose values or pair a new sensor and transitioned to multiple daily injections until a new cgm was successfully paired, after which ilet therapy was resumed. Symptoms included no reported injury. Outcomes included temporary interruption of automated insulin dosing and user-initiated switch to alternate therapy. Investigation included troubleshooting and education with the customer. Investigation of this case revealed repeated cgm pairing failures and transient sensor communication issues consistent with responsible device not identified, followed by successful restoration of cgm connectivity and ilet automated therapy once pairing was completed. It was concluded, based on previously established findings for similar reports, that the cause was user not entering bg during bg run and cgm pairing failure, with resolution after proper cgm pairing and use.